Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6.0mmx20mmx80cm (4f) fg sterling otw balloon catheter was advanced for dilatation. However, during fourth inflation at 14 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.